Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while changing the patient body posture, the slip joint came off. There was no patient harm associated with this event.